Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00620005222, item name: acetabular shell with porous holes, lot number: 62753286. Item number: 00801803202, item name: femoral head, lot number: 62900378. Item number: 00786401320, item name: press-fit femoral stem, lot number: 62889628. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02637, 0002648920-2018-00411.

Event description:
It was reported patient underwent left total hip arthroplasty, subsequently patient is experiencing chronic pain and difficulty ambulating. Blood and MRI results show low levels of unknown minerals. Attempts have been made and no additional information is available.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.